Event description:
It was reported that the patient presented with high impedance and was referred for lead revision. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
New settings were received.

Event description:
After a review it was discovered that patient with same name was included in this report- but is the wrong patient. The patient and product information will be updated accordingly.